Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included diabetes. Concomitant products included insulin. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("hormonal changes describe: bloating & mood swings"), mood swings ("hormonal changes describe: bloating & mood swings"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), depression ("psychological or psychiatric problems condition: depression & anxiety"), anxiety ("psychological or psychiatric problems condition: depression & anxiety"), rash ("rashes or skin conditions type: rashes & acne, breakouts"), acne ("rashes or skin conditions type: rashes & acne, breakouts"), oral herpes ("rashes or skin conditions type: rashes & acne, breakouts"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain") and weight decreased ("weight gain/ loss(specify which one) weight loss"). The patient was treated with surgery (hysterectomy(full) on (B)(6) 2018). At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, mood swings, dysgeusia, urinary tract infection, depression, anxiety, rash, acne, oral herpes, migraine, headache, anaemia, weight increased, alopecia and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anaemia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, oral herpes, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 137 lbs. Plaintiff reported that she have not had her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included diabetes. Concomitant products included insulin. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("hormonal changes describe: bloating & mood swings"), mood swings ("hormonal changes describe: bloating & mood swings"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), depression ("psychological or psychiatric problems condition: depression & anxiety"), anxiety ("psychological or psychiatric problems condition: depression & anxiety"), rash ("rashes or skin conditions type: rashes & acne, breakouts"), acne ("rashes or skin conditions type: rashes & acne, breakouts"), (B)(6) ("rashes or skin conditions type: rashes & acne, breakouts"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain") and weight decreased ("weight gain/ loss(specify which one) weight loss"). The patient was treated with surgery (hysterectomy(full) on (B)(6) 2018). At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, mood swings, dysgeusia, urinary tract infection, depression, anxiety, rash, acne, (B)(6), migraine, headache, anaemia, weight increased, alopecia and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anaemia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, (B)(6), pelvic pain, rash, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Plaintiff reported that she have not had her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received. Reporter information, medical history, lab data added. Hysterectomy added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.